Manufacturer narrative:
B4: correction: in initial report, the date of report was inadvertently omitted. The date should have indicated 1/30/2020. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: h4: in initial report, the device manufacture date was inadvertently reported as 5/19/1998, however the correct date is 04/08/1998. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided (B)(4). The system was evaluated by a field service engineer (fse) and performed a (pm)preventative maintenance. The system passed all specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central island. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.